Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. An investigation has not yet been completed on the electrode belt. Device evaluation of monitor has been completed. The reported problem (patient treatment) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction causing or contributing to the treatment. The sd card was determined to be defective. The distributor evaluation included downloaded data review as well as incoming functional testing of the device¿s ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the defective sd card could not be positively identified.

Event description:
Us distributor contacted zoll to report that a patient was treated 2 times by the lifevest. The patient reports they were conscious during the event. The patient was in the hospital lying in bed at the time of treatment. The pre and post shock rhythms are not visible. It is not known whether the rhythms were converted by the lifevest defibrillations. No injury was reported from the treatments. The patient has ended use the lifevest. Holter data is not available for the time of the treatment. The sd card was not in place; it was popped out.